Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed sore spots under the lifevest electrodes. The affected area was described as raw and red. The patient was reportedly due to receive an ICD. Several attempts to follow-up with the patient were unsuccessful and the patient's medical outcome is unknown.